Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, there was an error ¿check energy cord connection¿ when the site tried to use the vessel sealer extend (vse) with the e-100 electrosurgical unit (esu). The vse worked fine with the erbe esu. The cable was connected in the correct orientation, but it was not recognized. Both leds on the e-100 were solid red. The caller power cycled the system and e-100 and reseated the connection at the back of the e-100, but the problem did not resolve. The technical support engineer (tse) reviewed the logs and did not see any errors pointing to the reported e-100 problem. The tse asked the caller to check the e-100 connection at the core and they reported it was fine. The site performed another hard power cycle of the system and e-100, but the problem did not resolve. The tse advised the site to switch off the e-100 and continue using the system without it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the e-100 was blinking red and the communication connector was pushed in when the cable was released. The fse replaced the e-100. The system was tested and verified as ready for use. The e100 generator unit involved with this complaint has been returned for evaluation. However; the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the e-100 esu was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the erbe esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the e-100 (electrosurgical unit-esu) involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to install into the test system to verify the reported issue as the connector from the back of the e-100 was pushed in.

Event description:
Refer to h10/h11 for follow-up information.